Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported during an implant surgery for a light adjustable lens (lal, sn (B)(4), 28.0d), it was noted that the posterior capsule was torn. Because of previous radial keratotomy (rk), extending incision to remove the lens was not feasible, so the surgeon cut the lens in half and attempted to remove it. One half of the lens was successfully removed, but the other half of the lens fell into the vitreous. The patient was referred to a retinal specialist for removal. Rxsight's first awareness of this event was on (B)(6) 2023.